Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported the "defibrillator failed, it shocked out of nowhere, and it couldn't get back to sinus rhythm." A request for additional information was made and it was learned "the shock failed, and it was decided to implant a device with higher energy." The device was removed, replaced, and no patient complications have been reported as a result of this event.